Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, additional information was received from a manufacturer representative (rep). Tir reported the cause of the catheter not aspirating has not been determined yet. The event has not been resolved. The rep has provided a detailed list of options to determine the cause of the suboptimal therapy to the account. The rep reported that the account was going to start titrating the patient's baclofen dose down and would make a referral for a catheter revision. This has not been scheduled yet.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer indicated that an open exploration was performed and no kinks were found but the catheter was replaced with a 8781. It was noted that the hcp thought there may be a defect and that the explanted catheter narrowed near the tip. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient was alive with no injury. It was noted that the explanted catheter was in the possession of the hospital. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the catheter (sn: (B)(4)) identified a kink in the catheter body. Visual inspection identified there was damage to the transition tubing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (2,000 mcg/ml, 1,080 mcg/day) via an implantable pump for intractable spasticity. Information received reported the patient was experiencing sub-optimal therapy even after dose increases. The patient was seen on the date of this report ((B)(6) 2019) for a dye study. The catheter access port (cap) was accessed by the radiologist under fluoroscopic guidance but nothing was to be aspirated. There were no known environmental, external, or patient factors that may have led or contributed to the event. Diagnostics/troubleshooting performed reported, "dose increases without effect. Cap port accessed but catheter unable to be aspirated." The patient was to be referred to surgery open exploration with possible catheter revision. The issue was not resolved at the time of this report. The patient's status was alive - no injury.